Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and the battery depletion was normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and the battery depletion was normal.

Event description:
It was reported that a lawsuit alleged that the patient sustained injuries from the defibrillator. The patient received multiple shocks which were suspected to be due to a lead fracture. No further patient complications have been reported as a result of this event.

Event description:
It was reported that a lawsuit alleged that the patient sustained injuries. It was also reported that the patient's device was removed as a result of premature battery depletion, which was due to multiple shocks due to lead fracture. No further patient complications have been reported as a result of this event.